Event description:
It was reported to the rep by the executive director of or services at the account that the 355hr had been used in an unknown procedure and had a problem with the seal in the housing portion of the trocar. Part of the device was breaking off and falling into the patient's abdomen. More details to follow. This problem caused an extended or time. The device was used with a reposable cannula.